Event description:
The user received questionable urinalysis results for one patient sample from the urisys 1100 analyzer, (B)(4). Of the data provided, the results for erythrocytes were discrepant. The initial result on the urisys 1100 analyzer was "negative" for erythrocytes. The strip visually showed about 50. A specimen was sent to the lab and reported back as trace for erythrocytes. The patient was not treated as the doctor wanted to wait on the lab results. The patient is a kidney patient with one kidney and the doctor expected to see some blood in the urine. No other information was provided about the patient. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.